Event description:
It was reported that there was a volume discrepancy, the expected residual volume was 15 ml and the actual residual volume was 0 ml. An overdose was reported midway through the refill cycle, the patient experienced hallucinations and was hospitalized for at least 2 weeks. The drug used was reported to be fentanyl. The patient's outcome was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.